Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pulling sensation in the pelvis, urinary incontinence with a cough when very full, vaginal discharge and odor, urinary urgency, pelvic pain, right groin pain and has had worsening pain to the left quadrant region, right pelvis and feels like she has some dryness over the weekend, erosion, frequency, nocturia, hesitancy, dribbling, incomplete bladder emptying and straining. It was also reported that the plaintiff allegedly experienced emotional distress and a product problem furthermore, it was reported that the plaintiff died. The cause of death was not reported.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6), 2014 under exemption (B)(4). Lawyer-filed report.